Event description:
Account reports two incidents in which flashball separation occurred. In the one incident, reporter stated the pt was in cardiac arrest when the separation occurred, and pt expired. Reporter stated she did not know if the flashball separation contributed to the pt's death. Reporter stated there was no i.v. Push medication being given at the time of the separation. In the other incident, there was no pt compromise.